Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave hybrid type b plug intra aortic balloon pump (iabp) had overheat alarm. There were no patient harm or injury was reported.